Event description:
It was reported that the charging marker was absent when the device was charging during an induction test at device implant. The rep indicated that therapy was delivered correctly. Markers were present on the stored egm. There was an issue with the telemetry. The issue did not reappear and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.